Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c04 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a cranial resection procedure. It was reported that the site attempted to take registration, but the positioning sensor unit (psu) was not operational and had failure. The navigation system was discontinued and the surgery was proceeded as planned. No known impact to patient outcome. There was no surgical delay. Additional information was received. It was reported that the procedure was completed without using the navigation.